Event description:
Reference MDR #1036844-2011-00173 for the first event involving the same pt. It was reported that they were attempting to place the catheter in the pt's femoral who was septic. A second kit was opened and during insertion, they were threading the spring wire guide (swg) and it became kinked. As a result, everything was removed and a third attempt was made. There was a delay in treatment. Add'l info rec'd on (B)(6) 2011 from the sales rep stated, a third attempt was made using a cook swg and was successful. There was approx a 1 hr delay in treatment. The pt later expired. The physician indicated, the pt's cause of death was septic and they do not know if this contributed to the pt expiring.

Manufacturer narrative:
(B)(4).